Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 18 mmol/l (324 mg/dl) between 1 and 4 hours of wearing the pod. The reporter stated the pod caused high bg levels. The pod was removed from their abdomen, and the cannula was found to be kinked, folded in half. As treatment, a new pod was applied.